Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they were having problems with the insulin pump. The insulin pump would alarm a low reservoir when they had just changed the reservoir. The reservoir was full. They also had received a no delivery alarm. The no delivery alarm was resolved with a complete infusion and reservoir set change. The caller also reported that the customer had been hospitalized due to high blood glucose. They were unsure of the date of the serious injury. The customer's blood glucose level at the time of the hospitalization was over 400 mg/dl. The insulin pump had not been giving the customer insulin. The school had to call the emergency medical services because they had a high blood glucose. They had been wearing the insulin pump at the time of the hospitalization. The device will be returned for analysis.